Event description:
A patient presented at a+e with abdominal pain. She was tested for pregnancy with clearview hcg on both occasions + both results were negative. Patient had presumed menstrual bleed in 12/2005. He presented again at a+e on the 2nd day and a further clearview hcg test was negative. Quantitative serum hcg on the 2nd day showed hcg concn was 2,580 miu/ml. Patient had ectopic pregnancy.